Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump date changed multiple times without user interaction. Tandem technical support assisted in correcting the date and customer continued to use the pump for insulin therapy. Customer's blood glucose level was 120 mg/dl.